Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the glass cap exhibits severe devitrification at the output window; the outer flow tubing open end appears slightly damaged. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber was defected" at 320,000 joules used and 40 minutes of usage. A second fiber was used to complete the procedure. Patient outcome: no injury to patient reported.